Event description:
During the use of a laparoscopic bovie hook, there was a nick in the insulation causing a minor burn to the liver, which is cauterized anyway during this type of procedure. There was no additional treatment needed.